Event description:
Received a spontaneous call from the cnss, cadd legacy pump (B)(4) won't start, it turns on, runs through the programming then stops; error did not happen in use. No harm to the pt. Pt is using her other pump and a replacement is being sent out for tomorrow. Reported to (B)(6) by health professional.